Manufacturer narrative:
Analysis of the recharger, model 97755, s/n (B)(6), revealed. Product analysis found: intermittent no device found message and cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an external device. It was reported that when they try to charge the implant, the implant only charges for about 5 minutes at the most and then it shuts off and says it's full, but it's only at 10% or 20%. Caller stated they have to unplug the recharger and move it around to get it situated back to where it says it is charging, but then it will shut off and say it's charged again. Caller also stated that the paddle itself is getting really hot right where the wire goes into the paddle. Caller mentioned that they can see the black wire is disconnected from the inside and it looks like there is a broken wire. Caller mentioned that the recharger is very hot and even hot to touch. The issue was not resolved. A replacement recharger (rtm) was sent out.